Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from the 30's to the 40's (mg/dl). Reportedly, the cause of the low bg level was due to the basal rate settings during the night being set too high. To treat the low bg level, the customer consumed carbohydrates and decreased the basal rate settings. Recommendation was made to consult with health care provider regarding diabetes management.